Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade iii" and "implant removal from textured to smooth due to the concerns of the product". Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade iii" and "implant removal from textured to smooth due to the concerns of the product". The device remains implanted.